Event description:
It was reported that a pump module was involved in an event. Per report, "channel b stopped working and started alarming channel error". Upon analysis of the log by the hospital's biomed, it was found that the device had "patient occlusion" alarm and there was also "bottle side occlusion malfunction." There was patient involvement but no harm.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Additional information : device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported that a pump module was involved in an event. Per report, "channel b stopped working and started alarming channel error". Upon analysis of the log by the hospital's biomed, it was found that the device had "patient occlusion" alarm and there was also "bottle side occlusion malfunction." There was patient involvement but no harm.